Event description:
It was reported that the survey respondent mentioned about bacteriuria, catheter blockage, and leakage when they were asked about the complications faced while using the bard 2-way straight tipped hydrogel coated (latex) prostatic catheter. When the respondent was asked if the product(s) performed as intended and results in the successful clinical outcome of drainage and/or collection and/or measurement of urine, they stated no because of ¿non-anchoring of the catheter". Lastly, when the respondent was asked whether the product performed as intended and results in the clinical outcome of successful urinary drainage from the bladder in the last month, they stated no because of ¿leakage of the catheter¿. It was unknown what medical intervention was provided for bacteriuria.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent mentioned about bacteriuria, catheter blockage, and leakage when they were asked about the complications faced while using the bard 2-way straight tipped hydrogel coated (latex) prostatic catheter. When the respondent was asked if the product(s) performed as intended and results in the successful clinical outcome of drainage and/or collection and/or measurement of urine, they stated no because of ¿non-anchoring of the catheter". Lastly, when the respondent was asked whether the product performed as intended and results in the clinical outcome of successful urinary drainage from the bladder in the last month, they stated no because of ¿leakage of the catheter¿. It was unknown what medical intervention was provided for bacteriuria. Per additional information received on 20apr2022, it was stated that the survey respondent mentioned about accidental removal when asked of complications experienced while using 2-way straight tipped hydrogel coated (latex) prostatic catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿materials of construction are not biocompatible ¿. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The device was not returned.